Event description:
The reporter stated an aa4203tl toric silicone single piece lens was loaded but the haptic did not look ok in the cartridge. The lens was removed from the cartridge and the surgeon stated one haptic appeared distorted and the lens was defective. There was no pt contact. The lens was torn when removed from the cartridge.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of one haptic was torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.